Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; however, no alarms have been logged for the past 14 days leading up to (B)(6) 2017. Of note, it was reported that the patient received heparin treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 for a suspected thrombus when their ventricular assist device (vad) exhibited high flows and a slight increase in power.  The patient's flow was 7.2 liters per minute per square meter (l/min/m2) and power was 3.9 watts (w).  The patient's international normalized ratio (inr) was noted to be 2.9, their lactate dehydrogenase (ldh) was 700 units per liter (u/l), and their hematocrit (hct) was 28.  The patient was not short of breath, their left ventricle (lv) was not dilated, and their atrioventricular valve was opening with each heartbeat.  The patient was infused with heparin and their ldh lowered to 300.  On (B)(6) 2017, their inr was 2.84, their hct was 28, and ldh was 316 u/l.  Flow was noted to be 6.6 l/min/m2 and power was 3.2 w. The lavare was turned off and the heparin infusion continued.  The patient remains hospitalized.  No further information was provided.

Manufacturer narrative:
It was reported from the site that the patient did not have pump exchange and was discharged home. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.